Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. During aspiration no blood would come back and the sheath exhibited suction. Outside of the patient the sheath was tested. It was able to be flushed normally and there were no visible abnormalities. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.